Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During a pci, the balloon of a cypher stent delivery system burst during inflation. The product was removed without difficulty and stent post-dilation was conducted with another product. There was no patient injury. The patient was a (B)(6) male. The target lesion was the distal rca. The lesion was de-novo, heavily calcified and slightly tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted with a lacrosse: 2.0/15mm balloon and cypher select+ (2.5/18mm: complaint product) was delivered to the target lesion. The balloon was inflated at 8atm and then inflated at 10atm, but the pressure of the inflation device suddenly decreased and back-flow of blood into the inflation device was confirmed. Therefore, the sds of the cypher select+ was retrieved and checked outside the patient and a leakage from the proximal portion of the balloon was observed. Afterwards, post-dilation with a balloon (quantum apex: 2.5/12mm) was conducted to further dilate the cypher select+ stent and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. There was no difficulty removing the product from the hoop. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product to perform an analysis, the complaint could not be confirmed. However, there are possible vessel characteristics (heavy calcification) that may have contributed to this event. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The patient was a (B)(6) male. The target lesion was the distal rca. The lesion was de-novo, heavily calcified and slightly tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted with a lacrosse: 2.0/15mm balloon and cypher select+ (2.5/18mm: complaint product) was delivered to the target lesion. The balloon was inflated at 8atm and then inflated at 10atm, but the pressure of the inflation device suddenly decreased and back-flow of blood into the inflation device was confirmed. Therefore, the sds of the cypher select+ was retrieved and checked outside the patient and a leakage from the proximal portion of the balloon was observed. Afterwards, post-dilation with a balloon (quantum apex: 2.5/12mm) was conducted to further dilate the cypher select+ stent and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. There was no difficulty removing the product from the hoop. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1.